Event description:
The customer reported that the device would no longer open during use. Another device was used to complete the procedure without incident. There was no patient injury. No further information, including whether or not the device was on tissue when it locked, was made available by the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.